Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from the mandrel requiring a snare. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the transseptal puncture may not have been in the right location. The xtr clip delivery system (cds) was advanced to the mitral valve, but positioning was difficult due to the transseptal puncture. The clip became stuck with the anterior leaflet. Troubleshooting was performed, and the clip was freed. The clip was inverted back to the left atrium for repositioning, but it appeared like the clip might have been over inverted as the clip did would not close. Troubleshooting performed again, and the clip was able to close but the clip seemed to have shifted and did not look like it was aligned to the mandrel. It was decided to exchange the cds for a new cds. When the cds was being removed from the steerable guide catheter (sgc), resistance was felt and the clip detached from mandrel, but remained attached to the gripper line. A snare device was used to secure the clip and the cds was removed with the clip through the steerable guide catheter. The procedure continued with a new transseptal puncture and two clips were implanted successfully reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: remedial action initiated changed from notification to other: none. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was reported that the clip was able to close, which is an indication that the hinge pin was engaged with the connector. All available information was investigated and a definitive cause for the reported difficult to remove from the anatomy, physical resistance with the anatomy, clip difficult to close, physical property issue and premature deployment could not be determined in this incident. However, the reported difficult to remove the clip delivery system (cds) into the steerable guide catheter (sgc) was a result of case-specific circumstances as the clip experienced premature deployment and was retrieved into the sgc using a snare. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.